Manufacturer narrative:
The seven additional proglide devices referenced are filed under separate medwatch report numbers. Exemption number: e2019001. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. A conclusive cause for the reported needle to cuff mis could not be determined. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
During initial demonstration using a commercially released proglide device, the anterior needle did not go through the chamois (cuff miss noted). Seven additional proglide devices had the same results. There was no patient involvement. No additional information was provided.